Event description:
Surgeon was scoping right shoulder with linvatec pump when the system began to run continuously. Tubing was changed and the same problem arose. Changed the pump itself with no difference, and at this point, the pt's extremity was exhausted with an abundant amount of fluid, at which point the surgeon discontinued pump use and opened the shoulder for the repair.